Manufacturer narrative:
Result: scale was out of calibration.

Event description:
It was reported by service report that the scale was not displaying an accurate weight. No patient involvement or adverse consequences were reported.